Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred.   The target lesion was located in a coronary artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation; however, the shaft fractured at about 15cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 20512658 to 0020671589. Device expiration date corrected from 04/30/2020 to 05/20/2020. Device manufactured date corrected from 04/12/2017 to 06/05/2017. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The hypotube shaft was completely separated from the hub. The fracture faces were oval as if kinked prior to separation. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation; however, the shaft fractured at about 15cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.